Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned maquet sheath. The sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and one leak was detected on the membrane approximately 1.5cm from the rear seal and measuring approximately 0.03cm in length. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that blood was coming back into the iab catheter. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, that blood was coming back into the iab catheter. There was no reported injury to the patient.